Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The instructions for use (IFU) states: ¿put the biopsy valve on the suction valve holder or the instrument channel port with its tab near side in the illustrated direction. Push the upper part of the biopsy valve down slantingly onto the suction valve holder or the instrument channel port until the valve snaps into place.¿ the root cause could not be conclusively determined. Probable causes that could have led to the reported event include that the user was not following the handling procedure.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the user¿s request was confirmed. One side of the biopsy valve groove was split in half. No signs of parts missing were noted. The biopsy valve could not be tested with a scope due to the physical damage of the device. No other issues were found during the device inspection. If additional information is provided a supplemental report will be filed. This is report 2 of 3.

Event description:
A user facility reported that three single use biopsy valves broke in half during preparation for use. There were no patient injuries reported. No additional information has been obtained.